Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07220. It was reported the pt had the scs system explanted due to irritation. F/u identified the explant date and the reason the scs system was explanted was due to discomfort. It was reported the system did not work for the pt.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.